Event description:
It was reported that the blades stopped spinning. A 2.4 mm jetstream xc catheter was selected for use in the superficial femoral artery. After one minutes of use in blades down mode, the device stopped working. It could not be reactivated in any mode. The device was easily removed from the patient. A new jetstream device was used to complete the procedure. There were no patient complications.